Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had an error code 210.5020 was confirmed through a log review of the suspect pcu logs; however, it was not replicated during laboratory testing. External and internal inspection of the pump module were performed; the rear case and the sides of the bezel were observed with corrosion error and event logs were retrieved from the suspect pump module using alaris system maintenance (asm) to determine the programming and event details associated with the incident. Although it was reported that the device displayed error 210.5020 on (B)(6) 2025, the logs showed that the error occurred on (B)(6) 2025 between 5:52 am and 5:54 am, indicating a peripheral version response failure. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. A review of the error logs two (2) instances of 210.5020 error code (peripheral version response failure) on (B)(6) 2025 and two (2) instances on (B)(6) 2025. The returned pump module was attached to a dchu lab testing pcu and powered on. No errors or malfunctions were recorded during power on self-test (post). The suspect pump module was powered on and channeled off three (3) times to replicate the reported issue. No errors or malfunctions were recorded in this instance. The pump module was attached to a dchu lab testing pcu, a test infusion was programmed with a rate of 100 ml/hr, subsequently the pcu was connected to the dchu lab power cycler fixture after 60 minutes plugged into the ac, it was unplugged from the outlet for 60 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of malfunction, the device completed the test with no issues or errors noted. The bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusion channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had an error code 210.5020 was confirmed through a log review of the suspect pcu logs; however, it was not replicated during laboratory testing. External and internal inspection of the pump module were performed; the rear case and the sides of the bezel were observed with corrosion error and event logs were retrieved from the suspect pump module using alaris system maintenance (asm) to determine the programming and event details associated with the incident. Although it was reported that the device displayed error 210.5020 on 16dec2025, the logs showed that the error occurred on 13dec2025 between 5:52 am and 5:54 am, indicating a peripheral version response failure. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. A review of the error logs two (2) instances of 210.5020 error code (peripheral version response failure) on 13dec2025 and two (2) instances on 04dec2025. The returned pump module was attached to a dchu lab testing pcu and powered on. No errors or malfunctions were recorded during power on self-test (post). The suspect pump module was powered on and channeled off three (3) times to replicate the reported issue. No errors or malfunctions were recorded in this instance. The pump module was attached to a dchu lab testing pcu, a test infusion was programmed with a rate of 100 ml/hr, subsequently the pcu was connected to the dchu lab power cycler fixture after 60 minutes plugged into the ac, it was unplugged from the outlet for 60 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of malfunction, the device completed the test with no issues or errors noted. The bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusion channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.